Event description:
According to the reporter during a repeat cesarean section, while closing, the suture broke off the needle without unusual amounts of tugging or force applied to it. The suture was removed from the surgical field and the surgeon requested another suture to replace it. There were no additional complications related to this incident and the procedure was completed without any further problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.